Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The reported field event of lead damage during suture sleeve tie down, sensing and capture anomalies could not be confirmed. Analysis found no abnormalities other than a lead insulation cut at 9.7cm from connector that was due to physical damage at implant.

Event description:
It was reported that during implant, sensing and capture anomalies were observed. Also the physician damaged the lead when tying down the suture sleeve. This lead was not implanted and was replaced with a longer lead.